Manufacturer narrative:
Copy of voluntary report number (B)(4) was received. The introducer sheath system was returned for evaluation. Based upon the investigation findings, the reported event has been confirmed. A sample evaluation was conducted and identified that the distal end of the outer sheath was damaged, and that the radiopaque marker had become detached. The device history record did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar event. The device instructions for use, under warnings and precautions state: catheter advancement should be performed under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. Care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that after successful deployment of a bifurcated device, the physician noted under fluoroscopy that the radiopaque marker band of the introducer sheath was detached from the device. Reportedly, the physician made multiple attempts to snare the marker band, but was unsuccessful in doing so. The marker band ultimately lodged and remains in a small lumbar vessel. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.user faciity medwatch report number received. (B)(4): investigation not yet complete.

Manufacturer narrative:
Date received by manufacturer was inadvertently left blank on follow up #001.